Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure in an active session with an implantable pulse generator (ipg) on the cart, the user unplugged power strip for mobile programmer base to move to a different part of room resulting in base losing power. It was noted that when the user then plugged the power strip into a different outlet it was observed that the patient connector and base had lost connection with the mobile programmer application. The user attempted to reconnect without success and ended the session before attempting to pair the base and patient connector on the home screen however the patient connector was unresponsive. It was noted that the blue-tooth light was solid blue and no other lights were present. The user held down the gray button for 5 seconds to turn it off and closed the mobile programmer application but the patient connector was still lit blue. The user then moved to the hallway with the patient connector until its blue-tooth light started flashing blue and then the patient connector was able to be successfully paired with the mobile programmer application. No patient complications have been reported as a result of this event.